Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon could not get the fenestrated bipolar forceps instrument to work properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument still has lives left, but the system would not recognize the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not confirm or replicate the customer reported complaint. The system would not recognize the instrument. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was found to have a segment of the conductor dislodged from the connector at the back end. As a result, the instrument failed the electrical continuity test. The instrument was found to have thermal damage on the yaw pulley. The instrument was found to have one or more of the housing snaps broken.